Event description:
It was reported that during a lap oophorectomy procedure, the device deployed and created harm to the patient by damaging the bowel. The device will not be released for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Customer will not release device. Additional information: the initial procedure was for a laparoscopic oophorectomy performed on (b)(5) 2011. We brought her back for exploratory laparotomy and bowel repair on (B)(6) 2011. The blade deployed outside the curved jaws of the device.